Event description:
It was reported that during a water vapor therapy treatment, error code 236 was observed. A second delivery device was setup but upon testing did not perform as expected; the physician noted the amount of heat to be low. The procedure was subsequently canceled without harm to the patient. This report is being submitted due to the cancelled procedure.